Manufacturer narrative:
Conclusion: the product remains implanted and will not be returned. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. In this case, it was reported that a dcs tabs did not fully release from the valve during deployment, which likely created excessive tension leading to the dislodgement. The IFU instructs the user as follows: "use orthogonal views under fluoroscopy to confirm that the frame loops have detached from the catheter tabs. If a frame loop is still attached to a catheter tab, do not pull on the catheter. Under fluoroscopy, advance the catheter slightly and, if necessary, gently rotate the handle clockwise (<(><<)>180°) and then counterclockwise (<(><<)>180°) to disengage the loop from the catheter tab.". It is possible that this event is related to user technical factors, in addition to potential anatomical factors that may have contributed to the deployment difficulties; however, the subject device has not been returned for evaluation and angiogram cine was not provided for review, thus an assignable root cause cannot be determined at this time. Associated delivery catheter system (dcs) product, model mcs-p3-943.

Event description:
Medtronic received information via a warranty form that during the implant of this transcatheter bioprosthetic valve, the valve was position too high and the tension in the delivery catheter system (dcs) cause the hook to not fully release the valve from the tab. While trying to release the valve it got dislodged out of the annulus. The valve was snare and placed in the ascending aorta. A second valve was implanted successfully with no adverse patient effects.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.